Event description:
See MDR #3006425876-2013-00129 for first event with this pt. It was reported that the catheter was inserted in the anticubetical fossa (acf). Leaking from the entry point during administration occurred after two days of being insitu. As a result, the catheter was removed and replaced with a PICC. There was no reported pt injury, complications, or death. There was a delay in treatment, but it did not cause harm to the pt.

Manufacturer narrative:
(B)(4). The device will not be returned.